Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation with 450cc (right) and 500cc (left) mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3) post-operatively, which was diagnosed during a physical. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On september 02, 2022, mentor received additional information regarding the generalized illness symptoms experienced by the patient. The patient experienced generalized illness symptoms including fatigue, joint pain, joint swelling, and loss of hair. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 25, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that after surgery, the breast implants was also found to be ruptured. The patient did not have replacement breast prostheses as it was also reported that the patient was experiencing generalized illness symptoms for breast implant illness and that the breast prostheses were making the patient sick. Section h6-health effect - clinical code e2402 has been added generalized illness. Section h6 - medical device problem code has been updated with code a0412 for material rupture. Reason for device explant and/or reoperation: capsular contracture, rupture, and generalized illness. On august 08, 2022, mentor received additional information regarding the patient's information. The patient's weight was updated to 195 lbs. Manufacturer¿s reference number: (B)(4).